Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. An analysis of the glucose value graph was performed and all alarms presented were for glucose values below of the threshold range. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer was missing the glucose alarm while using the adc freestyle libre 2 reader. On (B)(6) 2021, as a result, the customer experienced unspecified symptoms of hypoglycemia had a loss of consciousness and was unable to treat themselves. Hcp contact was made, and the customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported a customer was missing the glucose alarm while using the adc freestyle libre 2 reader. On (B)(6) 2021 , as a result, the customer experienced unspecified symptoms of hypoglycemia had a loss of consciousness and was unable to treat themselves. Hcp contact was made, and the customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.